Event description:
The caller reported difficulty with charging the t:slim x2 pump battery, as it would not charge using a third-party wall adapter. Initial troubleshooting involved ensuring the wall adapter was plugged into a working outlet for at least 30 minutes, yet the pump did not start charging. There was no adverse impact to the customer¿s blood glucose level. Technical support advised trying different wall adapters and cables; however, the issue persisted, leading to technical support deciding to replace the pump. Customer will continue to use current pump for insulin delivery.